Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and sleevehead, and the lead was damaged at implant.

Event description:
It was reported that there was trouble with lead positioning during the implant attempt requiring multiple positions, there was trouble with the helix coming in and out, there was a possible bend at the end and the stylet would not advance to the tip of the lead. The lead was not implanted and another lead was successfully implanted. No patient complications have been reported as a result of this event.